Event description:
It was reported that the patient received two inappropriate shock therapy due to oversensing of the right ventricular (rv) lead. The rv lead has a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6940-52 lead implanted: (B)(6) 2001. (B)(4).